Manufacturer narrative:
(B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a robotic ventral hernia repair procedure on (B)(6) 2019 and barbed suture was used. The suture broke as the physician was pulling tight at the conclusion of the case. There were no patient consequences reported.